Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger. Product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported the controller is fully charged but she cannot connect to charge the ins since friday (B)(6) 2020. Pt stated that it will connect briefly and show "good" quality but then disconnect. Pt stated she does not have her equipment with her to troubleshoot. It was suggested pt call back with her equipment to do further troubleshooting. Pt stated she is not sure what her current hcp name is. No patient symptoms were reported.